Event description:
Facial paralysis, infection; (B)(6), from (B)(6) in the USA is selling non sterile dermal filler, injectables, botox, lipolax, illegal filler for face, butt and breast and much more illegally. Very dangerous injectables while claiming FDA approved and has a partnership with licensed physicians! Misleading the public, importing illegally and selling illegal drugs and fillers on (B)(6) and their website through out the USA. Not sterile, not FDA approved, illegal botox and lipo lax. FDA safety report ID# (B)(4).